Event description:
It was reported that the lesion was located in the mildly tortuous, mildly calcified mid right coronary artery (rca) that was 100% stenosed. Pre-dilatation of the lesion was performed with a 2.0x20 mm trek balloon. The non-abbott guide wire became disengaged during the attempt to deliver the same trek balloon to the distal rca. There was no resistance reported during advancement or retraction of the trek balloon with the guide wire. The same guide wire was re-advanced to the lesion and a 3.5x28 mm xience prime stent was deployed at the lesion at 10 atmospheres (atm); however, after deployment, the balloon would not deflate and still had contrast visible in the balloon. It was suspected that the inflation lumen had collapsed, so the balloon was re-inflated and deflated successfully at about 2-3 atm. Post dilatation was performed with a non-abbott balloon and the procedure was ended. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: suoh, x-tream, guide catheter: mach 1 6fr hs, micro catheter: corsair. Evaluation summary: the device was returned for evaluation. Failure/partial/difficult deflation was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.